Event description:
The ophthalmic surgeon reported that air didn't come out when substituting to air. The problem was solved after replacing the product with another one. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).